Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples (including photos) were returned for the reported issue of ¿needle separated from the syringe¿, with lot # unknown regarding ithe complaint could not be confirmed, and the root cause is undetermined. Bd was not able to duplicate or confirm the indicated failure as no samples or photos were returned. A DHR check was not performed as the lot number is "unknown" for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported syringe allergy 1ml w/ndl 28x1/2 rb had a needle separation issue. The following information was provided by the initial reporter: "bd allergy syringes... Needle separated from the syringe, causing him to lose the medication."